Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative reported that the imaging system is functioning as designed and no recurrences of the reported issue have occurred.

Event description:
A medtronic representative reported that, when starting up the imaging system for a spinal fusion, a collimator error appeared during initialization. When the imaging system was restarted, the system displayed "connected not ready" where pushing the reset button resolved the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.